Event description:
Healthcare professional reported "replace allergan implants due to rupture" healthcare professional confirmed rupture. Device has been discarded and explanted and replaced with a non abbvie device. This is for the right side.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "replace allergan implants due to rupture" healthcare professional confirmed rupture. Device has been discarded and explanted and replaced with a non abbvie device. This is for the right side.